Manufacturer narrative:
A technical analysis of the returned instrument and a review of the manufacturing history were conducted to evaluate whether there was any deviation that could account for the reported event. The technical investigation revealed that the outer shaft has been retracted by about 4 mm and the stent is still crimped underneath it. The transparent outer shaft has buckled about 89 mm proximal to ist distal end indicating high tension. The inner shaft is severely deformed just distal to the metal tubing which is attached to the knife. The stent was blocked and pulled back against the proximal stent stopper when the outer shaft was retracted during release. The blockage of the stent is most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the instrument was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. The final root cause for the reported event could not be determined.

Event description:
Ous MDR - the peripheral self-expanding nitinol stent system pulsar-18 was chosen to treat a moderate calcified lesion in a tortuous proximal sfa (popliteal artery). The device was inserted and placed in the lesion. However, the stent could not be released and the stent system was withdrawn together with the used 0.018 guide wire. The patient was not harmed and the procedure was finished using another device.